Event description:
As reported, the operator of a 5f exoseal vascular closure device (vcd) attempt to deploy it in the black-black state of the indicator window but deploy button could not be pressed. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes for hemostasis. The device was was prepared and used according to the instructions for use (IFU). The device was used in a transfemoral cerebral angiogram using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of the vcd and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use exoseal. The catheter sheath introducer used was a 5f non-cordis sheath. The device was stored per the instructions for use (IFU). Regarding the puncture femoral site, there was mild access vessel tortuosity. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were also retracted together until the indicator window changed to a solid black color. When depression of the button was attempted, the button would not depress at all. At this time, the indicator window was showing solid black. The indicator window did not show any red color during retraction. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the operator of a 5f exoseal vascular closure device (vcd) attempt to deploy it in the black-black state of the indicator window but deploy button could not be pressed. Therefore, the product wasn¿t available and manual compression was performed for twenty minutes for hemostasis. The device was prepared and used according to the instructions for use (IFU). The device was used in a transfemoral cerebral angiogram using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of the vcd and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use exoseal. The catheter sheath introducer used was a 5f non-cordis sheath. The device was stored per the instructions for use (IFU). Regarding the puncture femoral site, there was mild access vessel tortuosity. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were also retracted together until the indicator window changed to a solid black color. When depression of the button was attempted, the button would not depress at all. At this time, the indicator window was showing solid black. The indicator window did not show any red color during retraction. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. Additionally, a non-cordis catheter sheath introducer (csi) was received inserted on the unit sent for this evaluation. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. A high magnification evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device since the device was received fully deployed. The cause of the reported issue could not be determined, especially since the received condition of the device did not match the description provided by the customer as it was received fully deployed without the plug and the lever fully depressed. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.